Event description:
A video capsule study was done and downloaded. The physician reviewed the study two days later and noted only 15 minutes of the 8 hour study was recorded. Please note that this procedure was done in the main operating room. The patient has an automated implantable cardioverter defibrillator (aicd) and on a monitored bed, all of which may interfere with data transmission and deactivate the capsule. The physician is aware of these risks. One day after the original video capsule study, both the data receiver and sensor belt were used successfully to do another capsule study. Of course a new video capsule was used. This is the only single use item of the capsule study. The manufacturer was contacted and a de-identified dvr copy of the study was sent for evaluation.